Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. The customer also returned a second lancet device (B)(6). This device was also investigated and no malfunction was confirmed.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device.